Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient presented with hip pain so cup, head, and stem were extracted.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient presented with hip pain so cup, head, and stem were extracted.